Event description:
The handpiece was not in use, but lying on the patient. The surgical technician noticed that it was on and quickly picked it up. She noted that the button appeared to be stuck in the on position, and she could not get it to release from the "on". Also noted a spark at the end of the wire connection to the actual handpiece. The patient had a small burn on her right, medial upper chest. The burn area noted was 2x2 cm. The affected site was excised and re-approximated with suture by the surgeon.